Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. 50ncm of primary stability was achieved and immediate implant procedure was performed.